Manufacturer narrative:
(B)(4). Concomitant medical products: 183000 ¿ vanguard femoral component ¿ unknown lot. 189020 ¿ vanguard tibial ¿ unknown lot. 141222 ¿ tibial tral ¿ unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10130, 0001825034-2018-10131, 0001825034-2018-10132.

Event description:
It was reported patient experienced a laceration on the incision line due to a fall approximately 1 year post initial right total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.